Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) injected too fast upon insertion. Only the cartridge tip had contact with patient's right eye. There was no patient injury reported and no medical or surgical intervention was required. The patient was doing well post operation. No further information was provided.

Manufacturer narrative:
Additional information: additional information received revealed the following information and the following fields were updated accordingly: section a4: patient weight: 245 pounds. Section a5: ethnicity/race: not hispanic/ latino, white. Section b5: the procedure was completed using another lens of same model and diopter. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received revealed that the patient moved at insertion and ejected too fast. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 28, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to an uncontrolled delivery could be identified. Visual inspection of the lens under magnification revealed that the lens was received loose in the carton. The lens was cleaned, and no issues that could contribute to an uncontrolled delivery could be identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.